Event description:
The customer reported that his insulin pump was not recognizing the reservoir, and insulin was pushing out during priming. The caller also mentioned that the device alarmed during the manual prime process. The blood glucose reading was 91mg/dl. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.